Event description:
It was reported that pump displayed malfunction alarm with malfunction 12 and fault ID (B)(4), with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset pump without recurrence of malfunction, and was advised to continue using pump and call back if issue occurred again, which customer acknowledged and understood.